Event description:
On this date three surgical packs were opened to be used on three different cases. Upon opening each pack the following was found; 1. Sterile tape unattached in an intact package. 2. Long black hair embeded in the drape. 3. White residue found in a large blue bowl and in emesis basin. None of the above were used on the pts. New surgical packs were obtained and used in each case.